Event description:
It was reported that within a couple weeks of device implant, the patient presented to the emergency room complaining of a presyncopal episode, and oversensing was noted on the right ventricular (rv) lead. The lead was reprogrammed. A few days later, the patient presented to the emergency room once more with complaints of syncope. It was noted that the lead warning had triggered, and the rv lead had exhibited a spike in impedances to high levels. The lead polarity was changed, but the patient's symptoms persisted. The lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4557m implantable pacing lead - (B)(6) 1996. (B)(4).